Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified, mildly tortuous lesion in the left anterior descending (lad) artery. The 4.0x12 mm xience xpedition stent was implanted, however, a distal edge dissection occurred. A 4.0 x 12 mm xience prime stent was used to treat the dissection and completed the procedure. There was no adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.